Event description:
Left side. Devise has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one opening extended in anterior side, one opening curved in radius and black, brown and red particles in outer surface. A leak test was performed which identify four openings on the device. Microscopic analysis was performed which identified: two openings curved in anterior side and one opening curved in radius displayed striated edge consistent with the use of a surgical tool and one opening curved in patch bond edge displayed sharp edge opening (unidentified (tear) opening), a dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: three openings due to surgical damage. One unidentified (tear) opening.

Event description:
Physician reported a left side deflation of a tissue expander. Device has been explanted.

Manufacturer narrative:
Additional information regarding the event, product, or patient details has been requested of the reporter by allergan; no additional information is available at this time. Device labelling: deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope. Premature explantation - adverse reactions may require premature explantation.

Event description:
Physician reported deflation of a tissue expander on an unknown side. Device remains implanted.